Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error and the alarm was cleared. The customer stated that device was not exposed to any magnetic field, but the alarm history revealed an error alarm. Ran a displacement test and failed. Advised customer to revert to a back up of manual injections. No further info was provided.